Event description:
Safety director stated that lead maintenance man was stuck with a used pen needle that had been discarded in a feminine hygiene trash can. Employee had blood work done and a tetanus shot was administered.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.